Event description:
In addition, physician has confirmed capsular contracture - baker grade iii. Device has been explanted. Device relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The events of seroma and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown.

Event description:
Patient reported "capsular fibrosis" and "water in the breast and also in the legs" unknown location. Device relates to an unknown side. Device has been explanted.

Event description:
Patient reported "capsular fibrosis" and "water in the breast and also in the legs" unknown location. Device relates to an unknown side. Device has been explanted.